Event description:
It was reported that during a da vinci si surgical procedure, the mega suturecut needle driver instrument was reported having a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument cable broken was not confirmed. Pitch cable was found loose at distal clevis hub. Both cable crimps remained in clevis and no damage was found on cable. Upon housing removal found pitch cable loose at clamping pulley, but no loose clamping pulley screw was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.